Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following results were provided: (customer provide patient reference range sodium 136-145 mmol/l), sid (B)(6) 33-year-old female patient: initial result = 176 mmol/l, repeat result = 136 mmol/l, sid (B)(6) 21-year-old female patient: initial result = 162 mmol/l, repeat result = 136 mmol/l , no impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following results were provided: (customer provide patient reference range sodium 136-145 mmol/l). Sid (B)(6) 33 year old female patient: initial result = 176 mmol/l, repeat result = 136 mmol/l, sid (B)(6) 21 year old female patient: initial result = 162 mmol/l, repeat result = 136 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The alinity c processing module was inspected and multiple troubleshooting procedures were performed including part replacement, but a single part could not be determined the cause of the result issue. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.